Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient who had mentor siltex round moderate profile 425cc saline prostheses experienced bilateral deflations post procedure. The patient has indicated the desire to explant the devices without replacement, however, at the time of this report, mentor has received no information regarding an expected explantation date. No additional event details are available at this time. If additional details become available in the future, then a supplemental report will be submitted. See 1645337-2020-12378 for contralateral prosthesis report.